Event description:
The field service engineer (fse) reported to olympus, on behalf of the customer, the evis lucera elite colonovideoscope had a scope communication error (e315). The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported, due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was unable to be reproduced. Upon initial inspection, the reported scope communication error did not appear on the screen however, the occurrence was likely due to a sporadic failure. It was observed that the angulation in the up direction did not meet standard due to a worn angle wire. It was also observed that the insertion amount did not meet standard due to damage on the channel tube. Also, due to the damage on the channel tube, liquid leakage was observed. It was observed that the condition of the light guide bundle did not meet standard. It was also observed that the light guide lens was broken. It was observed that the adhesive of the bending section cover was broken. It was also observed that switches 1 and 3 were deformed. It was lastly observed that there was corrosion at the scope connector and scope connector cover unit due to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to leakage of the biopsy channel while the user was handling the device which led to water invasion of the device. As a result, abnormality of electrical parts occurred. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.